Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was being shocked in his neck area and now has lost range of motion. The nurse had the patient turn the device off. Patient was told to go to the ER if the loss of range of motion persisted. It is unknown if the patient did go to the ER. The issue has not been resolved at this time. Rep will obtain information from the health care professional (hcp) on 9/4/2018. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient had a lead revision on (B)(6) 2018. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-16 reporting that about a year and a half ago in 2018 the patient fell off a roof and dislodged their lead. They stayed in the hospital for a week and the impedance values were confirmed to be off. X-rays confirmed lead dislodgement. Other than lead dislodgement, there were no issues with this implanted system. It was confirmed that the system was replaced for normal battery depletion. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a290 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the x-ray showed that his cervical lead had migrated. Stimulator was turned off as a form of action/ intervention to resolve shocking and loss of range of motion. Unknown if the shocking has been resolved. Information has been confirmed by physician/ account.